Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4)

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve or pop-out include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, among other issues, but a root cause could not be established from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted placement of this transcatheter bioprosthetic valve, it dislodged from the targeted position while attached to the delivery catheter system (dcs). As the valve could not be successfully completely recaptured within the dcs capsule or introducer sheath, it was pulled back into the descending aorta and deployed. A second valve was successfully implanted with no subsequent adverse patient effects.